Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The helix was broken and would not extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found.